Event description:
On (B)(6) 2012 customer reported a leak of about 2 to 4 ml of diluted blood under the flowcell that was contained within the lh780 unit. The instrument also experienced aperture voltage lower fail, which may have been related to the leak. No injuries were reported and no erroneous patient results were generated field service engineer (fse) inspected the instrument and found and replaced a leaking sample line between the flow cell and the differential mixing chamber. This resolved the issue. No further problems were reported.

Manufacturer narrative:
(B)(4).